Event description:
A surgical stapler (linear cutter) malfunctioned during a surgical procedure. User states that it would cut tissue but would not staple. The device was removed from the surgical field and another stapler (same type) was used in its place. There were no further problems with replacement.